Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Per wo notes, it was determined that the device had a failed circulation pump removed fluid delivery line (fdl) no suction at left port. They would order a circulation pump and make the replacement. Per additional information updated from ttm on 03dec2025, biomed had device that would not fill. Wanted to see if the issue was potentially a pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device would not fill. Per wo notes, it was determined that the device had a failed circulation pump removed fluid delivery line (fdl) no suction at left port. They would order a circulation pump and make the replacement. Per additional information updated from ttm on 03dec2025, biomed had device that would not fill. Wanted to see if the issue was potentially a pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device would not fill. Per wo notes, it was determined that the device had a failed circulation pump removed fluid delivery line (fdl) no suction at left port. They would order a circulation pump and make the replacement. Per additional information updated from ttm on 03dec2025, biomed had device that would not fill. Wanted to see if the issue was potentially a pump.